Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient had difficulty charging the ipg and it flipped around. It was also noted that the patient reported discomfort on his right side while charging. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in field.

Event description:
A report was received that the patient had difficulty charging the ipg and it flipped around. It was also noted that the patient reported discomfort on his right side while charging. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.